Event description:
It was reported that "the hose of the motor device was cut." The reporter clarified that "the sharp edge where the hose connects to the motor device has a cut through the outer hose." It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. Evidence suggest this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.